Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the stylet could not be withdrawn after the helix was extended on the right ventricular (rv). The physician retracted the helix and was able to pull the stylet back. The physician screwed the rv lead to the ventricle a second time; however, the stylet could not be withdrawn again. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the helix extended and retracted smoothly and within specification. The stylet was fully inserted through the length of the lead with no resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.